Manufacturer narrative:
The patient/family was the initial reporter ,so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from canada reported that his blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient identifier has been updated in section a1.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory.